Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary service and repair evaluation: the customer reported that on (B)(6) 2024 the hand piece for battery powered driver all speeds barely work. The issue was observed during routine weekly audit of equipment . The repair technician reported that the device doesn't run forward and reserve mode and run intermittently in fast forward mode , cracked contact plate , discolored membrane vent , ripped membrane switch button , discolored wire , debris on barriers , holes in barriers , rust on nose cone , scrapping housing due to patina damage around set screw opening, original motor tested low upon re-assembly. The cause of the issue is faulty parts . The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008, synthes lot # 008526, supplier lot # 008526, release to warehouse date: 19 mar 2024 , supplier : (B)(4). No ncrs were generated during production if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the hand piece for battery powered driver all speeds barely work. The issue was observed during routine weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. This is report is for handle battery powered driver for (B)(4).